Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with a neurostimulator on (B)(6) 2020 it was reported that the system was explanted due to infection on (B)(6) 2020. There were no further complications reported or anticipated.